Manufacturer narrative:
(B)(6).

Manufacturer narrative:
A review of the device history record was not performed during this investigation as a lot number was not received with the complaint. All device history records are reviewed and approved by quality prior to release of the product. Since a lot number was not provided and the returned sample does not have a lot number, information such as the test results, quantity manufactured, and date of manufacture could not be determined. The customer returned samples in the form of 20 heel warmers. A visual inspection was performed on each sample. 19 samples showed a hole in the top left as you look at the back of the pouch or full top of the clear side of the pouch. 1 sample showed pre-activation with no hole in the heel warmer pouch. While a definitive root cause could not be determined from the customer returned sample, a likely contributor for this issue is that it occurred during manufacturing when the vertical sealer bar is sealing the top of two consecutive pouches, there could be a localized weak region just prior to the midpoint of the vertical sealer bar causing an incomplete seal. Additionally, there could have been some type of buildup on the sealer bars that would cause a localized weak spot. Relative to the issue reported by the customer, pressure was applied by the clinician and this area of the pouch broke open. The results of the manufacturing facility investigation were able to identify a localized area of the pouch that was the likely area where the pouch contents leaked out. A review of maintenance activity noted that the sealer bars were dirty and worn and were therefore cleaned and replaced. The operator¿s preventive maintenance (pm) guide has been updated to include a visual inspection and cleaning of all sealer bars and dies every month during regular pm¿s. We will continue to trend this issue for future occurrences as part of the complaint review process.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the infant heel warmer pack exploded when squeezed for activation. No patient or clinician harm at this time. Additional information was received from the customer on (B)(6) 2020 stating that the activated gel shot out all over the care provider and surrounding space. The issue occurred prior to placing the heel warmer on the infant.